Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the analog interface (ai) printed circuit board assembly (pcba), which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator exhibited error codes indicating the unit entering in an inoperative mode. The patient was removed from the device, and there was no injury reported.